Event description:
A medtronic ave biliary stent was inserted into a tortuous renal artery. The stent was not able to cross the target lesion; therefore, the stent was retracted from the vessel. Upon removal of the stent and stent delivery system, the stent dislodged from the delivery balloon. Subsequently, the stent was deployed in the iliac artery. Therefore a 6.0mm diameter x 17mm length medtronic ave biliary stent was attempted but the stent became dislodged from the balloon within the guiding catheter. The stent was successfully retrieved by removing the guiding catheter that contained the stent. It is unknown as to the reason for stent dislodgement due to limited info. A third medtronic ave biliary stent was then successfully deployed into the renal artery. It was reported that the pt is doing well, and there were no additional sequelae reported to the event. A separate medwatch report was submitted for each device involved in this event. There were no devices returned for evaluation. Device history reveals no issues relevant to this complaint.

Event description:
Upon receipt of the device it was determined that the device corresponds to the info given for the xb 517 extra support biliary stent. The description of the event remains unchanged however the device description was reversed. Reference medwatch report #2953738-2000-00061. The returned device investigation revealed that the device was returned without the stent. The balloon had evidence of inflation with slight bowing of the inner member. There is no further info and no change in conclusion to this file.